Event description:
During initial set-up and prior to surgery, returned cassette did not remain in position, per initial reporter, it popped out of machine. Another pack was opened from a different lot. Surgery continued with no delay. There was no effect on the pt.